Manufacturer narrative:
The tech found the ground pin on the power cord plug was loose. He replaced the power cord to repair the bed.

Event description:
Info received indicates the ground resistance is high.